Event description:
It was reported the sys had a pre-charge fail error message. This message is likely to result in a no boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery pack was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.